Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: when asked if the tip was found loose and still attached the reported responded no. The procedure was completed robotically with the same dv system. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found detached fragments at the grip tips teeth, which were missing and had not returned with the instrument. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of the failure mode detached fragments are typically attributed to the user.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure during the pre-anesthesia phase, the tip gripper of the prograsp forceps instrument was found to be loose prior to use. The staff switched to a different forceps, resulting in no impact on the operation. There was no report of fragment(s) falling inside the patient. The procedure was converted to another dv with no report of patient injury.